Manufacturer narrative:
Report of bioprosthetic valve stenosis after two years of implant. The valve remains implanted with no planned intervention. Follow up with the healthcare provider is ongoing to obtain additional information and patient updates. Additional details and edwards investigation results will be reported once completed.

Event description:
It was reported by surgeon's office via sales that a patient had received an edwards aortic bioprosthetic valve two years ago and now is presenting with severe aortic stenosis with peak gradient of 71.9 mmhg and 34 mmhg for mean gradients. Report indicates no intervention has yet been planned or scheduled, will continue to follow the patient.